Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous left anterior descending (lad) artery. A 3.50mmx12mm liberté¿ stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the liberte/veriflex stent delivery system (sds) was received in three pieces. There was a 52.5cm section of the hypotube. The hypotube was also separated 22cm from the hub and 34.5cm from the distal end of the hypotube. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube and shaft kinks. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There was blood in the wire lumen. The tip was not damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).